Manufacturer narrative:
The pump was received with a drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to drive count/time values or changes incorrect for moving or coasting. Too slow or too fast alarms. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received damage at battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.